Manufacturer narrative:
Corrected sections as of 17-jan-2020: h10: most likely underlying root cause changed from "mlc-9: user error caused or contributed to event" to "mlc-61: improper use / mishandled by end user". Additional information sections as of 17-jan-2020: h4: added device manufacture date. H6: updated FDA method, result, and conclusion codes. Complaint was forwarded to supplier quality based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by the manufacturer and no abnormalities observed. Most likely underlying root cause: mlc-61: improper use / mishandled by end user.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated she discarded products.

Event description:
Consumer reported complaint that some of the true plus pen needles are missing the needle. Mother is calling on behalf of the customer. Mother also stated that after customer administers his insulin, the needle feels like a fish hook is coming out of his skin, and the needles have burrs on them. Customer is not claiming they were injured or had a negative reaction from using the sharp. No medical intervention related to the use of the sharp was reported. At the time of the call, the customer felt well and did not report any symptoms. Mother is not seeking replacement, just calling to have complaint documented. Requested customer send some of the pen needles back for investigation.